Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following deployment of a 6mm innova stent, a 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for post-dilatation. However, on initial inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the device revealed that the exit notch was damaged but no damage to the balloon revealed. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 12mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following deployment of a 6mm innova stent, a 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for post-dilatation. However, on initial inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.